Event description:
It was reported that an ilet user experienced hyperglycemia after the pump stopped dosing for approximately 12 hours due to the user not starting a new sensor. A confirmatory fingerstick measured 366 mg/dl with the continuous glucose monitor (cgm) displaying high. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue involving failure to follow instructions and an improper procedure, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that user error was the cause.